Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported the device would intermittently stop reading for about five (5) minutes at a time. Multiple sensors were changed; however, the issue continued over the next 24 hours. It was noted that rra waveform was the only reading that did not go away. There was no patient impact or consequence as a result of the issue.